Event description:
It was reported that, "screw driver shaft it sheared off when the surgeon was putting the screw in."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.